Event description:
The report we received from our affiliate indicated that during a pta to a severely calcified renal artery (left or right, size of vessel unknown), the pressure in the balloon began to decrease when it reached five atmospheres of pressure. The product was withdrawn and checked, and a balloon rupture was noted. Another slalom thrill was used to finish the procedure successfully. The lesion was 75% stenosed. There were no adverse consequences to the patient. As per the reporting affiliate, no additional information is available.